Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a cephalomedullary the shaft of the flexible screwdriver was broken. The procedure was successfully completed with no surgical delay. Patient status was unknown. This report involves 1 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, lot # 9298609) was received at us cq cracked on the laser cut teeth segment on the shaft. The shaft was not completely broken into 2 pieces. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the received device was performed at cq. The shaft diameter of the device was measured which was within the specification as per the relevant drawing. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. -flexible screwdriver hex 5 flexible shaft the device received was cracked. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, lot # 9298609) as the shaft of the device was cracked and not completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.037.028, lot number: 9298609, manufacturing site: haegendorf, release to warehouse date: 13. Mar. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.